Manufacturer narrative:
(B)(4). Additional information received regarding the event: the customer reports that the patient condition was not affected by the arterial line procedure. The patient condition remained the same as it was before the procedure was attempted. No medical intervention was required. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report (MDR report key (B)(4)/medwatch# mw5090050) "arterial line insertion, blood flashback present and no resistance when inserting guidewire or catheter. Upon withdraw of the guidewire, it kinked in the catheter to be withdrawn completely. Entire device was removed in kinked position".

Manufacturer narrative:
(B)(4). Additional information requested of the user facility. No additional information received at the time of this report.

Event description:
According to the maude report (MDR report key 9124193/medwatch# mw5090050) "arterial line insertion, blood flashback present and no resistance when inserting guidewire or catheter. Upon withdraw of the guidewire, it kinked in the catheter to be withdrawn completely. Entire device was removed in kinked position".